Manufacturer narrative:
At this time no conclusions can be made . The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made . The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia and incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was dissected. The hernia sac was reduced back into the abdominal wall with the omentum. Then a ventralex mesh was placed around it, secured using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, adhesions and mesh deformation thereby underwent laparoscopic repair with removal of ventralex mesh. Per operative notes, ¿the ventralex mesh was partially folded and small intestine was densely adherent to the inferior portion and that part of small bowel was excised. The ventralex mesh was excised from the abdominal wall. Then a synthetic mesh was placed onto the abdomen using tacks.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It is also alleged that the mesh partially folded and was adherent to the small intestine and lysis of adhesions.